Event description:
Boston scientific received information that this pacemaker and right ventricular lead exhibited intermittent capture at threshold; 5v at sms. The patient is fully paced and pace impedance measurement dropped from mid 700s to 550 ohms. Boston scientific technical services tried programming to unipolar with maximum output and got worse capture. Additional information was obtained indicating that more than two seconds of asystole was detected. The cause was not determined yet and programming changes were made. To date, the system remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis . No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.